Manufacturer narrative:
Suspect device received on august 19, 2021. Device evaluation completed on august 30, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the anterior view extended to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view measuring approximately 0.1 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Per additional information received with the device indicated that the date of explantation was on (B)(6), 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent a breast augmentation revision with mentor smooth round moderate profile, 375cc saline breast implant experienced right-sided deflation post procedure. The issue was discovered through physical consultation. As a result, patient underwent removal on (B)(6) 2021.